Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced six infusion sets fell off during use events on 03-may-2024, 05-may-2024, 19-may-2024, 26-may-2024 and 04-june-2024. The infusion set was in use for less than two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.